Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due difficulty boring the helix as it appeared to be bent on the fluoroscopy. The physician was able to pull and confirmed that the rv lead was bent at the sterile table. The lead was disposed, replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.